Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced hypoglycemia. Customer gave himself a lot of insulin for a high blood glucose and he had to drunk two cups of orange juice to get low to 40 mg/dl. The customer was treated with food for low blood glucose level and they declined to troubleshoot for the low blood glucose due to bolusing and other health issues. Customer did used auto mode feature. The insulin pump will not returned for analysis.